Event description:
A discordant, false negative rubella igm result was obtained on a patient sample on the immulite 2000 instrument with lot # 216. The initial result was reported to the physician, who questioned the result. The sample was rerun to obtain the corrected result. There were no reports of patient intervention or adverse health consequences due to the discordant rubella igm result.

Manufacturer narrative:
The cause of the discordant rubella igm result with lot # 216 is unknown. Siemens is investigating this issue.